Event description:
It was reported via phone call, that the customer's insulin pump makes a grinding noise. Customer's blood glucose level at the time was unknown. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. However noisy motor noted during testing due to faulty motor. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.